Event description:
It was reported that noise was observed on the lead and was reproducible with provocation testing. Lead damage is possible. Lead to be monitored via (B)(6).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.